Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had an occlusion with their infusion set that caused an insulin flow block alarm. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The customer stated that they resolved the issue with an infusion set change.